Event description:
Rptr 's back was injured from a fall at work on 4/13/91. On 2/6/92 rptr had back surgery, at which time rods and screws were attached to his spine. The pain prior to the surgery was tolerable. The pain post-surgery is a constant and nagging problem that adversely affects all facets of his life. Rptr feels the loss of strength in his legs is a direct result of nerve damage due to the the rods and screws in his spine.